Manufacturer narrative:
The supplemental medwatch report 001 indicates: method code: blank, results code: blank, conclusion code: blank. The supplemental medwatch report 001 should indicate: method code: 10, results code: 213, conclusion code: 4315.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off 3 times while they were using it on a patient. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the device's battery pins, battery wire harness, and power pcb assembly as a precaution. After completing other unrelated repairs proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off 3 times while they were using it on a patient. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off 3 times while they were using it on a patient. There were no reports of any adverse effects to the patient as a result of the reported issue.